Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the "error 5" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation.it is not known when the alleged issue began. The patient claimed she manages her diabetes with insulin, but responded to eating less food and/or drink at the time the alleged issue began. The cca noted that the patient reported feeling really tired, "eyes open", having slurred speech, and passed out in the restaurant 3 hours after the alleged issue began. The patient however denied seeking any medical treatment. At the time of troubleshooting, the cca noted the test strips were in good condition, the patient's process for testing was correct, and the patient was not a first time user of the subject meter. The alleged error message was resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.